Event description:
It was reported that the ilet paired intermittently with a dexcom g7 sensor, resulting in a pairing failure and a subsequent ¿replace sensor now¿ alert; a new sensor was applied and successfully paired, and blood glucose was unaffected. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed an interoperability problem characterized by intermittent communication failure between the system and the sensor, associated with the electrical and magnetic subsystem and the antenna component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.